Event description:
It was reported that while leaving the operating room the perfusionist adjusted the oxygenator holder and the arterial outlet detached from a quadrox-ID oxygenator which had been placed on the pt (B)(6) 2013. The circuit was changed out to a new circuit. The perfusionist stated several times the cause of death was attributed to complications related to the surgical procedure which had been performed earlier in the day and not to the detachment of the connector. .

Manufacturer narrative:
(B)(4) submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. An investigation is still on-going and a f/u medwatch will be submitted when new info becomes available.